Event description:
A nurse reported that a pt was undergoing cataract extraction by phacoemulsification. Preoperatively, the surgeon suspected the pt may have floppy iris syndrome because of his history of prostate surgery and the possibility that he was taking flomax or a flomax-like medicine. As a precaution, the surgeon used a non-preserved phenylephrine solution which was injected into the anterior chamber, and waited one minute prior to injecting the ophthalmic viscoelastic device. The capsulotomy as performed, and the nucleus was divided using a modified four quadrant cracking technique. At this time it appeared that there was not enough aspiration power to properly engage the nucleus fragments. The floppy iris engaged the phaco tip three times. It also appeared that the zonules were unstable as the capsular bed did have significant movement. Two types of ophthalmic viscoelastic devices were used in an attempt to float the remaining nuclear fragments. This was not successful, and zonular dehiscence with vitreous presentation was noted. Anterior vitrectomy was performed and it appeared again that the system did not have enough aspiration ability. The system was rebooted, the tubing was replaced, and the anterior vitrectomy was completed successfully. No intraocular lens was implanted. The pt was prescribed prednisone, non-steroid anti-inflammatory drops and brimonidine. The pt's eye was dressed and the pt was discharged. An appointment was made to see a retinal specialist. Add'l info requested.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).